Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air in the line was observed in an unspecified quantity of one-link non-dehp microbore catheter extension sets. It was further reported that "air tends to accumulate in the tubing despite priming the line" when attached to a non-baxter IV set. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.